Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and there are no plans to re-implant the patient with a new device as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The patient was also hospitalized for administration of IV antibiotics (specific date and duration not reported).the implanted device remains.